Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the handle locked and would not release. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.